Manufacturer narrative:
(B)(4). Serial number provided as (B)(4) is missing one number.

Event description:
It was reported that a cadd® cadd-legacy® pca pump was not disconnected at night. A continuous dose of "2.1 ml" was administered. The morning dose was not administered. The pump was still connected. The event was resolved. No reported adverse event to the patient.